Event description:
It was reported by the patient's mother that the patient is hospitalized and having increased seizures. The patient's mother is not sure if it is related to illness or vns as the vns device has not been checked since before the pandemic >1.5 years ago. No additional relevant information has been received to date.